Event description:
It was reported that during a myosure procedure for uterine tissue removal the pt exhibited a fluid deficit of 2500ml after 30 mins of cutting time utilizing two disposable devices. The procedure was completed. Saline was used for the distention media. "The pt did develop some mild pulmonary edema." The physician administrated furosemide (lasix) and the pt was discharged home.

Manufacturer narrative:
Add'l catalog # 13h20r. Add'l lot # 13h20r. Add'l expiration date: 08/20/2014. Add'l approx age of device: 2 months. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable devices are not being returned; therefore, a failure analysis of the complaint devices cannot be completed. Device history record (DHR) review was conducted for the reported lot numbers. The lots were released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).